Manufacturer narrative:
At this time, the product remains in service. If additional information becomes available, this event will be updated as necessary.

Event description:
Boston scientific crm received information that during the device interrogation, it was noted that approximately one month prior, the lead safety switch tripped for the right ventricular (rv) lead due to impedance measurements that were greater than 2500 ohms. It was also noted that the r wave amplitude measurements had decreased. A lead revision procedure was performed three days later. During the revision procedure, the rv lead was carefully examined via fluoroscopic imaging and again after the pocket was opened. Visual inspection did not reveal any evidence of insulation break or lead fracture. The physician did notice that the rv lead was not past the second set screw in header of the device. The lead was tested using the pacing system analyzer and the impedance measurements continued to vary from 440 to 1500 ohms. The physician opted surgically abandon the existing rv lead. A new lead was successfully implanted with the previous device. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted lead abrasion marks on the case.the device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The pacemaker was explanted over five years later during a therapy upgrade procedure where the patient received a cardiac resynchronization therapy pacemaker (crt-p) device. The pacemaker was returned for analysis. No adverse patient effects were reported.